Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped by a fellow under the supervision of the attending md. A sheath was inserted via the pt's femoral artery. The iab central lumen was flushed with heparinized saline prior to insertion over the spring wire guide (swg). The iab was inserted over the swg without difficulty. The swg was removed without difficulty and there was no blood back from the central lumen. The md attempted to pull back with the syringe connected to the extender tubing/stopcock and was unable to do so. The iab was repositioned without any change and still unable to withdraw blood. As a result, the iab was removed. The md removed the iab because the central lumen was not patent and assumed to be a clotted central lumen. There was no reported pt death. Pt outcome is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.